Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19090. It was reported the pt never received effective pain relief. The pt needs an MRI. As a result, the pt plans to have the system explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.